Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was positioned within the patients common bile duct. Upon bowing the tome, the cutwire broke. No wire fell into the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was positioned within the patients common bile duct. Upon bowing the tome, the cutwire broke. No wire fell into the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was broken. The broken section of the exposed cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire remained attached to the anchor at the distal pierce hole. During analysis, the retracted cut wire was pushed out of the extrusion through the proximal pierce hole. The broken cut wire appeared burnt/blackened. The outer diameter of the exposed cut wire was measured and met specification. The condition of the returned unit was consistent with the complaint incident that the cut wire was broken. During manufacturing, tome devices are 100% inspected for cut wire and working length integrity so the break likely occurred due to procedural factors. Therefore, the most probable root cause is operational context.